Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was a "decrease in fiber vaporization efficiency" @45,532 joules of use and 6.44 minutes. The case was continued with a second fiber and it also had a "decrease in fiber vaporization efficiency" @112,079 joules of use and 14.50 minutes. The procedure was completed with a third fiber. Patient outcome: "ok, no injuries". This report is for the first fiber.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibits moderate devitrification at the output window. The metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.